Event description:
The customer reported that the steering handle was difficult to turn. The system will remain operation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The drive gear shaft on the wheel drive chain, the shaft, the gears, and the bearings in the wheel drive mechanism were greased during the service call. The system was tested and found to be working as intended and put back into service.